Event description:
Boston scientific received information that during a routine follow up visit, the patient with this pacemaker complained of tenderness around the pocket site. The patient was scheduled for blood cultures and an ultrasound at the hospital and testing confirmed that the blood cultures were negative. A elective revision procedure may be performed at a later date. Additional information was received, that the patient underwent a pocket exploration on (B)(6) 2012. The physician confirmed a pocket infection and a portion of the tissue was removed and sent for further testing. The pocket was cleansed and filled with saline soaked loose gauze and the procedure was completed. The device was explained while the competitor leads will be scheduled for laser extraction at a later date. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation updated will be and an amended report submitted should further information be provided.